Event description:
The patient was on this portable vent and when moved to the table for contrast study the patient became disconnected. The alarm was not heard by nurse managing the patient's airway. The o2 saturation dropped and the patient was bagged to provide respiratory support.